Event description:
It was reported ten times that while using a mckesson prevent sg, the needle was clogged. The following information was provided by the initial reporter: it seems that the needle is clogged, we aren't able to express air out of the needles let alone medications/ vaccines.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter e-mail: (B)(6). Investigation summary: it was reported that force required to push medication though the needles. To aid in the investigation, (B)(4) samples in sealed blister packaging were received for evaluation by our quality team. (B)(4) samples were randomly selected for evaluation. A visual inspection was performed and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Of the eighty samples two samples did not expel the solution, these needles are clogged. A device history record review was completed for provided material number 306616, columbus needle lot numbers 1214992, 1278946, 1214008, 1214997. These needle lots were used in the manufacturing of the final product lots 1341422. The review revealed there was documentation for this type of defect during the production run of lot number 1214992 for clogged needles due to silicone. It could be possible these samples are escapes from the incident that occurred while producing batch 1214992. The process to isolate affected product was reviewed, as well as the process of variations that could induce the needle clogged / blocked symptom. The processes were adjusted to prevent variations that could result in this defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.